Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. The cause of the high bg was unknown. The customer changed the infusion set and delivered a correction bolus to address high bg. Recommendation was made to consult with healthcare provider regarding diabetes management. In addition, it was reported that the tandem usb cable does not charge the pump. The customer's blood glucose level ranged from 324-325 mg/dl. The customer was able to charge the pump with an alternate usb cable.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.